Event description:
The event occurred in india during routine check. It was reported that the error message: "ad conv" was displayed on the hl 20. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. The getinge fiels service technician was onsite for investigation and found an additional error message. The error message: "runaway" was displayed on another pump. A defective motor was found which needs to be replaced. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in USA. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india during routine check. It was reported that the error message: "ad conv" was displayed on the hl 20. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. During investigation the error message: "runaway" was displayed on another pump. A getinge field service technician (fst) was sent for investigation and repair on 2025-07-30. The motor control board (rpm) as well as to motor was found to be defective and need to be replaced. For the error message: "ad-conv" a similar case was already investigated by the getinge life cycle engineering on 2023-09-14. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore the most probable root cause was determined as a defective component in the motor control board. Regarding the error message: "runaway" a similar complaint was already investigated by the getinge life cycle engineering on 2018-06-22. A defect in the tacho of the motor was determined as the root cause of the error message "runaway". The review of the non-conformities has been performed on 2025-08-11 for the period of 2019-01-17 to 2025-07-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: ad-conv" and "runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.